Manufacturer narrative:
Contact information: (B)(4).

Event description:
The manufacturer's international service technician reported the device alarmed due to a pressure sensors failure/vent inop occurrence. There was no patient involvement.

Manufacturer narrative:
The data acquisition to motor controller cable was returned to the manufacturer for failure investigation. Failure investigation found a loose connection within the data acquisition to motor controller cable which resulted in a spi bus failure.

Event description:
The manufacturer's international service technician reported the device alarmed due to a pressure sensors failure/vent inop occurrence while performing preventive maintenance. There was no patient involvement.